Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported the patient received an inappropriate shock from the right ventricular (rv) lead for t-wave oversensing. At that time, the rv sensitivity was adjusted and a stress test was done which did not elicit anything. Then a few weeks later the patient was shocked again for t-wave oversensing right after finishing playing soccer. Additional reprogramming was done and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.